Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive connection of the light guidepost has come loose and the lens is broken in the optical system. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the adhesive connection of the light guidepost had come loose therefore the light guidepost was missing. The most probable is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lg (light guide) rod of subject device had was missing during preparation for use. There were no reports of patient involvement.